Event description:
This patient is enrolled in a clinical study. It was reported that the patient was experiencing pain at the ipg site. The patient stated they were in a car accident prior to experiencing the pain. As a result, surgical intervention may take place to address this issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient¿s entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.